Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to verify blank display due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump display screen is not working properly. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump display screen is cracked and shattered and the screen is a rainbow color. Customer declined to troubleshoot for the screen and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.